Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer's blood glucose level ranged from 126-181 mg/dl. Customer changed the tubing to resolve the issue.